Event description:
It has been reported that the bd¿ needle 25x5/8 rb ns has been found with the needle through the shield before use. The following has been provided by the initial reporter: it was reported that the needle was exposed in the tray. Per email: the needle was exposed in the tray.

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a needle assembly with the plastic shield. The top part of the needle went through the plastic shield. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it after that a plastic hub is assembled. In this case the needle either was bent or not properly placed inducing that the needle went through the plastic shield and not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ needle 25x5/8 rb ns has been found with the needle through the shield before use. The following has been provided by the initial reporter: it was reported that the needle was exposed in the tray. Per email: the needle was exposed in the tray.